Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the staff nurse tested the device outside of the scope, firing the first band without issues. During the procedure while inside of the patient, the physician turned the handle 180 degrees and an audible click was heard; however, the bands did not deploy. Reportedly, the physician turned again the handle, but two bands deployed at the same time. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on november 06, 2019. It was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 relates to the reportable issue of bands prematurely deployed. Investigation results: received one speedband superview super 7 for analysis and the ligator head was not returned with the device. A visual examination of the trip wire found partially rolled and was secured in the handle assembly slot when received. The suture was intact and was attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issues were noted to the handle assembly and velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the staff nurse tested the device outside of the scope, firing the first band without issues. During the procedure while inside of the patient, the physician turned the handle 180 degrees and an audible click was heard; however, the bands did not deploy. Reportedly, the physician turned again the handle, but two bands deployed at the same time. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.